Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik flossers-04cd sidekick. As per description, " wf-04cd010-1 200924ap charger has a hole burned through". Reporter stated, "the adaptor suddenly burnt while it was not in use but connected to gfci outlet. We were very scared with the issue and need your replacement. We called electrician to check all of our brand-new electricity system and concluded it is a waterpik product defect. Used the unit 3-4 times per week. No additives. Has never cleaned". Medical history and concomitant medication - unknown. Follow-up report 1: this case was received on 16-dec-2025 and was submitted to FDA on 06-jan-2026. In the version submitted, the manufacturer contact details were incorrectly added. We are therefore submitting a follow up report to amend the manufacturer details.

Manufacturer narrative:
Not available.

Manufacturer narrative:
Not avail.

Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik flossers-04cd sidekick. As per description, " wf-04cd010-1, (B)(6) charger has a hole burned through". Reporter stated, "the adaptor suddenly burnt while it was not in use but connected to gfci outlet. We were very scared with the issue and need your replacement. We called electrician to check all of our brand-new electricity system and concluded it is a waterpik product defect. Used the unit 3-4 times per week. No additives. Has never cleaned". Medical history and concomitant medication - unknown.